Event description:
Patient presented in complete heart block, poorly perfused. Required transcutaneous pacing. On arrival at the hospital patient had a 2cm/2cm full thickness burn over sternum. Burn and high energy required for pacing suggestive of air trapping between pad and skin when pads applied- per cardiac ep service. Plastic surgery service consulted and repaired burn with muscle flaps at time of pacemaker implantation.